Event description:
The customer reported that the device unexpectedly shutdown (shutting down now error message). There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shutdown (shutting down now error message). There was no report of patient involvement. A philips field service engineer went to the customer site and verified the failure. Replacing the battery pca resolved the failure. The device passed all testing and remains at the customer site.